Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00482-1, 3002806535-2020-00483-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with the item and lot combination. A review of the complaint database over the last 3 years has found 2 similar complaints reported with the item 159575. A review of the complaint database over the last 3 years has found 10 similar complaints reported with the item 161469. A review of the complaint database over the last 3 years has found 3 similar complaints reported with the item 154721. No trends were identified with respect to similar complaints. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the event reports revision due to disease progression. A risk assessment has not been performed for the reported event as disease progression is not device related. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2018. Subsequently, the patient developed arthritis on the lateral side, and the progression lead to needing a total knee replacement on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical devices: medical product: 161469, catalog #: oxf twin-peg cmntd fem md PMA, lot #: 222320; medical product: 154721, catalog #: oxf uni tib tray sz b rm PMA, lot #: 016700. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00482, 3002806535-2020-00483. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2018. Subsequently, the patient developed arthritis on the lateral side, and the progression lead to needing a total knee replacement on (B)(6) 2020.